Manufacturer narrative:
On 30 november the r&d project manager inspected the retrieved items with the following comments: on the cup, the ha coating is not completely reabsorbed. Signs can be seen on both the macrostructures and the internal surface, probably due to the extraction phase. Observing the explanted polyethylene liner, scratches and breakages can be seen on them, caused by the revision surgery. The femoral head does not show any particular sign. It is not possible from the inspection of the implants determine the root cause of the event.

Manufacturer narrative:
Batch review performed on 26 november 2015: lot 133801: (B)(4) items manufactured and released on 09 october 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient came in complaining of pain. Surgeon noticed aseptic loosening of the cup. The reason for the cup loosening is unknown. The surgeon removed the liner, screw, cup and ball head. The surgery was completed successfully. Explants not available. X-rays not available.

Manufacturer narrative:
On 25 january 2016 it was prepared a final report with the information already submitted in the previous reports. On the same date, the report was sent to the initial reporter and the case was closed.